Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 5 unopened racepacks. Analysis and results: there are no previous complaints of the same reference-batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Five closed samples was received and the needles were detached from the thread. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is justified. Actions on product: based on the conclusion derived from investigation, replace this code batch to the customer or a refund. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.

Event description:
Country of complaint: (B)(6). The thread and needle is not armored / needle detachment.